Manufacturer narrative:
This previously submitted supplemental is being redacted. Sup1 was filed inadvertently. The additional information reported in sup1 has been correctly reported in sup 1..

Event description:
It was reported that "hysteroscopic resection of a uterine polyp and fibroid performed on 13/01 in the operating room. A 15ch bipolar resectoscope was correctly assembled (assembly verified). Generator unit in place. Introduction of the resectoscope. Resection of two chips caused sparks, leading to the immediate interruption of the procedure and removal of the resectoscope. Consequences: a new loop from another lot was used, and there were no issues with this new loop. Extension of the operating time by 10 minutes. The patient was doing well in the immediate postoperative period." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: as the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. Based on the available information, the experience of the investigator and similar complaints, the most probable root cause is the defect of the camera head cable shielding. This led consequently to disturbance of image during the use of high frequency units and fits to the failure description of customer "monitor intermittently goes blank". The event is filed under internal karl storz complaint ID: (B)(4).